Event description:
It was reported that customer experienced issues with sensor connection with pump and had trouble with pump and continuous glucose monitor communicating since the previous day. There was no reported impact to the customer¿s blood glucose level. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.